Event description:
It was reported that the ventricular assist device (vad) exhibited below normal power, multiple low flow alarms and the flow was 0.1lpm. An outflow graft occlusion was confirmed with computed tomography angiography (cta) and the patient was treated with a tissue plasminogen activator (tpa). It was also reported that the primary controller had exhibited an unexpected loss of power and also exhibited a controller failed alarm. The primary controller was exchanged and the backup controller also exhibited a controller failed alarm and the vad exhibited an increase in power, high power alarms and multiple vad stopped alarms. Subsequently, the vad stopped and went through multiple attempts to restart but was unsuccessful and it was noted that the rear motor was not connected. The vad was decommissioned and the patient was placed on comfort measures and inpatient hospice care. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ outflow graft d4: model #:  1125 / catalog #:  1125 / expiration date: 31-oct-2021 / serial or lot#:  (B)(6) UDI #: (B)(4) d9: no h3: no h4: mfg date: 31-oct-2019 h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ controller 2.0 d4: model #:  1420 / catalog #:  1420 / expiration date: 31-may-2024 / serial or lot#:  (B)(6) UDI #: (B)(4) d9: no h3: no h4: mfg date: 11-may-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ controller 2.0 d4: model #:  1420 / catalog #:  1420 / expiration date: 31-nov-2022 / serial or lot#:  (B)(6) UDI #: (B)(4) d9: no h3: no h4: mfg date: 11-nov-2021 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the backup controller exhibited electrical fault alarms and the vad exhibited vad disconnect alarms.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6), associated outflow graft (B)(4), and (B)(4) controllers (B)(6) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed several intermittent decreased in power consumption and estimated flows since (B)(6)2024, leading to parameters below normal operating range, and (B)(4) low flow alarms logged since (B)(6)2024. This was followed by a sudden, sharp drop and then sudden increase in estimated flows and power consumption beginning on (B)(6)/2024, leading to parameters above normal operating range and (B)(4) high watt alarms were logged since (B)(6)2024. Review of the alarm log file associated with the primary controller, (B)(6), revealed a vad disconnect alarm was logged on (B)(6)2024 at 23:50:00. An analysis of the alarm file revealed that this vad disconnect alarm was most likely a false alarm, given that the speed recorded at the onset of the alarm was higher than the set speed. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. Log file analysis also revealed a vad stopped alarm was logged at (B)(6)2024 at 23:50:22 and an unsuccessful motor start event was logged at the same time, indicating a failure of the pump to restart after multiple attempts. This was followed by (B)(4) vad disconnect alarms indicating a physical disconnection of the driveline, (B)(4) vad stopped alarms indicating that the pump failed to restart after multiple attempts, (B)(4) electrical fault alarms indicating rear stator not connected, and one (1) electrical fault alarm indicating front stator was not connected, all logged between 23:53:07 on (B)(6)2024 and 00:38:49 on (B)(6)2024. The electrical fault alarms logged on (B)(6)2024 indicated an overcurrent conditions on the rear stator and the front stator, resulting in the pump running on a single stator. The vad disconnect alarms were most likely due to troubleshooting. Of note, the observed duplication of alarms and data between the controllers¿ log files may have impacted the recorded sequence of events. Log file analysis revealed one (1) controller power-up and associated pump start attempt was logged on (B)(6) on (B)(6)2024 at 23:08:00. The power sources logged following the event were adapter in power port one (1) and (B)(6) for power port two (2). Additionally, review of the data log file revealed that the controller was not in use prior to this power up event; the first data point was logged on (B)(6)2024 at 23:08:36 indicating that this controller power up likely occurred during the initial programming of the controller and/or controller exchange. Analysis of the event log file associated with (B)(6) reveled one (1) controller power-up and associated pump start attempt was logged on (B)(6)2024 at 23:59:24. The events leading up to this power-up event could not be determined because the data log file associated with (B)(6) contained duplicated information from (B)(6). The power sources logged following this event were adapter in power port (B)(4) and (B)(6) for power port (B)(4). This power-up event is most likely associated with the reported controller exchange. As a result, the reported high watt, low flow, vad disconnect, failure to restart, loss of power, and electrical fault events were confirmed. The reported outflow graft occlusion event could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Based on historical review of similar high-power events, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. The low flows may be attributed to thrombus at the inflow cannula which likely got ingested into the pump, further triggering high watt alarms and subsequently resulting in a vad stop and an inability of the pump to restart. The most likely root cause of the observed vad disconnect alarm can be attributed to a loss of synchronization of commutation, leading to a false vad disconnect alarm. (B)(4) is investigating controller losses of synchronization of commutation. Based on the risk documentation and the available information, a possible root cause of the observed electrical fault alarms can be attributed, but not limited, to contamination by foreign material of the driveline connector and/or a marginal driveline connection during the reported controller exchange. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. Based on a review of past adverse events for this patient, it was noted this patient had a history of thrombus. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: outflow graft d4: (B)(4) h3: yes d1: controller d4: (B)(6) h3: yes d1: controller d4: (B)(6) h3: yes, investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.